Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. Testing revealed that the representative was unable to replicate the reported issue. The system then passed the system checkout and was found to be fully functional. A software investigation analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis found that the registration error metric and reported imprecision were within specifications of the software of the navigation system. Analysis found that the software functioned as designed.

Event description:
A manufacturer representative reported that cranial resection with a transphenoidal trajectory, an imprecision was observed following a second registration on the patient. It was noted that once in the sinuses, a one centimeter imprecision was observed. The representative noted that the site used a computed tomography (CT) image for registration merged with a second CT that was not optimal for stealth navigation. There was no reported impact on patient outcome. No additional information was provided.